Manufacturer narrative:
Product analysis conclusion: the reported endoleak was confirmed; however, the exact cause and subtype of the endoleak could not be conclusively determined based on the limited films provided. Additional angiograms showing different viewpoints and higher resolution were not available for review. A type ia endoleak seems unlikely. While the patient¿s short, angulated, and calcified aortic neck could have led to insufficient proximal seal, contrast injection from the level of the main segment of the endurant bifurcate showed contrast extravasation from the same area, without no obvious contrast reaching the level of the proximal fabric margin or suprarenal stents. A type iii fabric endoleak cannot be ruled out. Analysis of the returned films did show some calcification in the aortic neck, which has the potential to contribute to an acute fabric tear. However, the images showed that after implanting the aortic cuff, the endoleak improved but did not fully resolve. It is possible that this was an acute type IV endoleak caused by fabric porosity, which may have been exacerbated by the noted neck angulation. Other factors, such as heparin dose, outflow resistance, imaging quality, and the volume of the aneurysm sac, may have also contributed to this endoleak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a chevar procedure to treat a 51 mm aneurysm, the endurant ii bifurcated stent graft etbf2316c145ee was implanted via the right femoral artery using the ballerina technique. It was noted that the patient had a short, angulated neck. The ipsilateral side was extended with etlw1620c93ee and the contralateral side with etlw1616c199ee, utilizing a shortening technique. During the procedure, imaging revealed an endoleak when the pigtail marker was placed above and then inside the graft, leading to suspicion of a type iiib endoleak, believed to be located within 50mm of the proximal stent graft before the bifurcation. The cause was identified as a graft tear. It was noted that there seems like a diffuse calcification on the lateral right and focal calcification on the lateral left. An additional aortic cuff (etcf2323c49ee) was implanted to address the suspected type iiib endoleak, resulting in a minimal endoleak that was less persistent than initially observed. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.